Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that the language was incorrect on his one touch ultra2 meter. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue first occurred on the same day,at 10:00 am. He also mentioned that he felt a little shaky after the reported issue began. He did not receive any medical attention and was not tested on another device. The pt reportedly took no diabetes treatment actions following the results and did not receive/require any medical treatment or intervention. The pt could not get the meter back to the english language. He was walked through resetting the language option and the issue was resolved with troubleshooting. This complaint is being reported because the pt alleged that he experienced being a little shaky after the reported issue began. The reported issue was resolved with troubleshooting replacement products were sent to the lay user/patient.